Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 3 see 1920664-2017-00015, 00017.

Event description:
Customer is having issues with the cutter stopping during surgery. A replacement cutter was used to complete the procedure. The date of event is not available, and no product will be returned.